Event description:
This spontaneous report was received on (B)(6) 2012, from a husband reporting on his wife (age unspecified) from the united states. The medical history included paraplegia and the concomitant medications were not reported. On an unspecified date, years ago, the consumer started using k-y brand tingling jelly, vaginally, for lubrication (lot number, dose, frequency and expiration date unspecified). After an unspecified duration, in (B)(6) 2011, she fell sick. In (B)(6) 2012, investigation revealed a tumor of the vagina wall and was diagnosed with a rare form of vaginal cancer. The physician stated that it might have been from irritation of vagina wall. On (B)(6) 2012, she died of aggressive cancer. It was not reported whether an autopsy was performed. After an unspecified duration, she discontinued the use of device. This report was assessed as serious (death). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a husband reporting on his wife (age unspecified) from the united states.the medical history included paraplegia and the concomitant medications were not reported.on an unspecified date, years ago, the consumer started using k-y brand tingling jelly, vaginally, for lubrication (lot number, dose, frequency and expiration date unspecified). After an unspecified duration, in (B)(6) 2011, she fell sick. In (B)(6) 2012, investigation revealed a tumor of the vagina wall and was diagnosed with a rare form of vaginal cancer. The physician stated that it might have been from irritation of vagina wall. On (B)(6) 2012, she died of aggressive cancer. It was not reported whether an autopsy was performed.after an unspecified duration, she discontinued the use of device.this report was assessed as serious (death). The company causality was assessed as possible.additional information received on (B)(6) 2013.the consumer did not report a lot number. A review of the data associated with this complaint category revealed no adverse trends. Review of manufacturing/ facility issues and related product changes were found no issues related to the reported defect. The complaint trends would continue to be monitored.this report remains serious.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.